Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed with a versacross connect (vcc) dilator and a watchman fxd double curve access system (was). Both vcc and was were advanced into the left atrium and st elevation was immediately noted then resolved with no patient complications. Air was not visualized in the patient, yet in the physician's opinion it was likely there was an air embolism that occurred, leading to the st elevation. A watchman flx closure device and delivery system (wds) was inserted, deployed, and implanted successfully. The procedure was concluded, and the patient is fully recovered and was discharged home.